Manufacturer narrative:
Dents and scratches were seen throughout the insulation. Also the electrode post is disconnected, and was not received with the complaint. IFU states: "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." Unable to perform the functional inspection due to the missing electrode post. The probable root causes for the reported failure involving this device could be due to: improper sterilization methods, rapid cooling after sterilization, normal wear and tear or third party repair. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation had been compromised.